Event description:
During the shaving procedure metal abrasion was recognised (see picture). The customer had the same problems with this item already two weeks ago (even though it was a different lot number) this complaint has been opened due to anecdotal information. E-mail sent asking if site was flushed to remove all of the shedding. It is unknown at this time if the metal debris was removed from the patient.

Manufacturer narrative:
(B)(4); the device has not been received for evaluation.(B)(4).